Event description:
It was reported through social media that the vns procedure is dangerous, and that as a result the patient experienced hoarseness and cardiac arrhythmia. No other relevant information has been received to date.